Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that stress / impact was added to the connector toward loose direction by the user handling, and the accumulated stress caused the breakage.

Manufacturer narrative:
An olympus field service specialist was dispatched on site to evaluate the oer-pro and replace the broken grey connector. It was identified the check valve of the connector had come out. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during reprocessing one of the grey connectors was found to be broken.